Manufacturer narrative:
Patient initials: (B)(6). It was reported (B)(6) 2015 was the date the patient heard a noise and felt pain. The broken plate was noted on an x-ray on (B)(6) 2015. It is unable to be verified exactly when the plate broke. This report is for three unknown screws/unknown lots. The part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had rib plating because of non-healing fractures on (B)(6) 2014. On (B)(6) 2015 while she was stretching she heard a snapping sound followed by a burning sensation. The patient reports she had an x-ray on (B)(6) 2015 which showed the implant of the fifth rib level had broken. The patient reports was still having pain and that the plate; the patient had removal of a plate and three screws on (B)(6) 2015; it was reported there was no complication during the procedure. It was reported the ribs broke because the patient was thrown off a horse and were non-healing. When the patient's ribs did not heal after a year she underwent surgery on (B)(6) 2014. This report is for three unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Three additional intact screws were received with no reported product problem and therefore no investigation has taken place for those screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No complaint alleged against product.